Event description:
It was reported from the FDA that a voluntary medwatch was received regarding biomet microfixation tmj implants

Manufacturer narrative:
Manufacturer received notification of maude event report (B)(4). No additional information available at this point. If additional information is received a follow up report will be sent.